Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the hub separation. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: customer reports that needle hub had fallen off needle for cat 367324 lot 2022954.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the hub separation. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: customer reports that needle hub had fallen off needle for cat 367324 lot 2022954.

Manufacturer narrative:
The following fields were updated with additional information: d10 device available for eval? Yes. D10 returned to manufacturer on: 19-jan-2023. H6: investigation summary: bd received one wingset push button blood collection set (pbbcs) and 2 photos for investigation. The photos were reviewed and the reported issue was observed. The physical sample exhibited a complete break in the tubing at the needle hub. A short segment of tubing remained bonded within the needle hub. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken tubing. While this type of damage can occur from excessive tensile (pulling) force or material fatigue, bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.